Event description:
This spontaneous report was received on (B)(6) 2010 from a (B)(6) female consumer reporting on self from the united states. The medical history of the consumer and concomitant medications were not reported. On an unspecified date, she started using o.b tampons super absorbency, vaginally for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, the device shredded while removing and remnants stuck inside the body. She also stated that she is experiencing this for about a year. The action taken with the device was unknown. This report was assessed as non-serious event. The company causality was assessed as possible. No sample was received for evaluation and a lot number was not provided. The data for these complaint categories has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.